Event description:
It was further reported that the patient's entire system was explanted on (B)(6) 2012 due to high impedances (clarified to be greater than 10 ,000 ohms). It was unclear if the fair/theme park ride contributed to the change in therapy or impedance issue. A new system was implanted. The patient was noted to be doing well.

Event description:
It was initially reported that the patient experienced a loss of therapeutic effect. Last summer, the patient visited a theme park and rode a ride that simulated getting into a car accident, which caused excessive body movement. All except four of the electrodes showed out of range impedance values. Additional information was received that reported, the patient was programmed to utilize the four electrodes with normal impedances. The patient's implantable neurostimulator (ins) displayed the elective replacement indicator (eri) and the patient was working with her physician to get a lead revision and ins replacement, but no surgery had been scheduled yet. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: na, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, explanted: na, product type: extension. Product ID: 3487a-45, lot# v474740, implanted: (B)(6) 2010, explanted: na, product type: lead product ID: 3487a-45, lot# v284057, implanted: (B)(6) 2010, explanted: na, product type: lead.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a return product form noted that the impedances >10,000 ohms were on electrodes 0-3. Lead breakage was suspected. The stimulator was also at end of life (eol) at the time of replacement. The stimulator was noted to be depleted normally.

Manufacturer narrative:
(B)(4). Analysis of the extension and all 3 anchors found no anomaly. Analysis of the stimulator found no significant anomaly: normal end of battery life performance with telemetry and output okay. Analysis of one of the leads (lot# v474740) found no significant anomaly, the outer insulation was cut. Analysis of the other two leads (lot# v284057 and serial# (B)(4)) found broken conductors at the silicone anchor site.